Event description:
Patient contacted depuy synthes spine to report having had four back operations using depuy synthes hardware. Reports the most recent surgery on (B)(6) 2012, involved broken rods. Additionally, maude event report, voluntary report no. (B)(4) was received on (B)(6) 2013, reporting "I have had five back operations. The first one was to take a tumor off of my spine. No hardware was used. I returned to work and broke my back. I then had rods and screws put in. I was almost to the point of not able to walk and had longer rods and screws put in. Again, I was in such pain I was unable to work and had another operation which the physician found loose screws on (B)(6) 2012. I underwent another operation which found broken rods and more hardware was placed. My physician said he was sorry and should have extended it before on (B)(6) 2012. I do know of someone who had broken rods replaced in 2012. See mfg report no. 1526439-2013-14203, for the screws that are reported to have loosened.

Manufacturer narrative:
It is not known how many rods are broken. The broken rods are not available for evaluation at this time and the product codes and lot numbers are unknown. Without product codes and lot numbers, reviews of manufacturing records cannot be completed. In the absence product samples and lot numbers, this complaint will be closed with no further action required. If the devices become available, the complaint file will be re-opened and the product evaluated. Device is not available at this time.